Manufacturer narrative:
(B)(4). Product analysis:witness marks, node height, and morphology are atypical of full tightening of the set screw. The above observations are consistent with incomplete seating of the rod within the mas saddle.

Event description:
It was reported that on an unknown date patient with degenerative lumbar scoliosis underwent posterior fusion and interbody fusion from l2 to the ilium with the use of the medical device (spinal screw) and the concomitant medical devices (spinal rod, etc.) Postoperatively in (B)(6) 2015 it was observed that screw at il was coming off with back pain so revision surgery was scheduled. On (B)(6) 2016: when the surgical site was opened, fracture of the spinal rod, and loosening of the spinal screw was found in the right side of l5 and both sides of the sacral and the ilium; consequently, the spinal rod was replaced and the fixation range was extended up to th10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.